Event description:
Total hip arthroplasty was performed in 2003 approx five weeks post-op, radiographs showed loosening and movement of the acetabular component. Revision was performed finding acetabular component to be loose intraoperatively.